Event description:
Foreign body granuloma distraction [granuloma]. Lymphedema [lymphoedema]. Edema throughout her face [injection site swelling]. Nodules along her zygomatic area and neck; foreign body granuloma distraction [injection site nodule]. Late onset hypersensitivity reaction [hypersensitivity]. United states report received from a physician on 19-may-2021. A physician reported that a (B)(6)-year old female who is also the practice manager, received rha2 for lip atrophy and rha3, and rha4 for facial aging, on (B)(6) 2020 and (B)(6) 2020 respectively. A volume of 0.5 milliliter (ml) of rha2 was applied to the lip outline (0.2 ml) and upper lip (0.3 ml) using a retrotracting and multipuncture injection technique. The needle supplied in the box was used, specifically a 0.3 ml bo needle. A cannula was not used for administration of rha2. A volume of one ml of rha3 was applied to the tear trough (0.5 ml) and cheeks (0.5 ml) using a retrotracing injection technique. The needle supplied in the box was not used. A cannula was used for administration of rha3. A volume of two ml of rha4 was applied to the nasolabial folds (0.6 ml) and cheeks (1.4 ml) using a retrotracing and fanning injection technique. The needle supplied in the box was not used. A cannula was used for administration of rha4 product. Previous cosmetic procedures included one cc of juvederm voluma in the zygoma cheeks, periosteum, malar cheeks, subcutaneous on (B)(6) 2020 with no reaction, and one cc of juvederm voluma in the lips with a reaction of bruising. Previous cosmetic procedures also included 1.5 cc of radiesse in the zygoma periosteum on (B)(6) 2020 and (B)(6) 2020 with no reaction. The patient had an endoscopic brow lift, upper and lower and blepharoplasty (skin only) on (B)(6) 2021 with a reaction of routine post-operation bruising and swelling. It was also reported that the patient had an unknown facial reconstructive surgery and no other neck procedures. The patient's medical history included alcohol use (socially), an allergy to pollen and drug allergies to penicillin and cephalosporin. The patient reported that her mother and sister both have thyroid disorders. The patients sister also had mixed connective tissues disorder. Vaccinations included the moderna covid-19 vaccine on (B)(6) 2021 (first dose) and (B)(6) 2021 (second dose). Reaction to vaccine was covid arm after second vaccine injection. Concomitant medications include klonopin (clonazepam) and lexapro (escitalopram oxalate). Food supplements were not provided. On an unknown date in (B)(6) 2021, the patient noticed she had edema around her tear trough, lower cheek junction and malar cheek. The patient's malar edema was further clarified as lymphedema. As treatment, on (B)(6) 2021, the prescriber injected the patient with hyaluronidase in the malar cheek area. On (B)(6) 2021, the patient had an upper lid blepharoplasty and a brow lift. On (B)(6) 2021, the patient's edema began to worsen throughout her face. On (B)(6) 2021, nodules developed along her zygomatic area and on her neck followed by significantly worse malar edema. On an unknown date, the prescriber biopsied the nodule in the patient's neck. The biopsy showed foreign body granuloma distraction. As treatment, on (B)(6) 2021, the patient was treated with dilute kenalog and hyaluronidase injections and placed on an oral steroid taper. On an unknown date, the patient stopped taking the steroids. The patient's prescriber described this event as a late onset hypersensitivity reaction. The outcome of the events was resolving as of (B)(6) 2020. The intensity of edema in the malar cheeks was reported as mild and moderate. The intensity of nodules in the cheeks and zygoma neck was reported as severe. The intensity of the hypersensitivity reaction was reported as moderate. The product was not available for return. No additional information was available at the time of this report. (B)(4). Follow-up was received on 08-jun-2021 by a healthcare professional. Updated information included, patient information, previous cosmetic procedures, historical medical conditions, historical medical procedures, concomitant medications, injection site information including volume of rha product, injection site locations, injection technique and the materials used in the injection. Other updated information included, event outcome, intensity and site of adverse events, reaction to covid-19 vaccine, pathology report, and treatment information. This case is linked to (B)(4) (same patient, same events). The patient was injected with rha2, rha3, and rha4 and experienced the adverse events described in this report and the linked report(s) to comply with medical device regulatory reporting requirements.